Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patients device was placed into MRI mode prior to an MRI on (B)(6) 2023 and is now unable to interrogate the device post-MRI. Device currently remains implanted. Should additional information be received, this file will be updated.

Event description:
It was reported that the patient's device was placed into MRI mode prior to an MRI on (B)(6) 2023 and is now unable to interrogate the device post-MRI. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.